Event description:
It was reported that during a da vinci s prostatectomy procedure, while the surgeon was transacting the pt's bladder neck, one of the monopolar curved scissors (mcs) instrument blades broke in half and fell into the pt's bladder. The instrument fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. The procedure was lengthened by approx 30 minutes while the fragment was retrieved. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar curved scissors instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the missing piece was retrieved from the pt and the procedure was successfully completed.